Manufacturer narrative:
A burn at the return site is most often due to the ground pad not evenly distributing the heat generated by the rf current during activation. This can be defective pad or a pad that was not placed on the patient properly. The generator would not be the direct cause of the burn.

Event description:
Small blisters were noticed on the skin on the ground pad site. Uf #(B)(4).